Manufacturer narrative:
The device was rec'd. Investigation is not complete.

Event description:
The customer contact reported that, the motor shaft was missing. This would result in a nondelivery. The pump was returned to the biomedical dept with a report that the cassette was not staying in place. This was noted during set up, prior to pt use. During testing at the user facility, it was noted that the "gray piece that turns during the infusion was missing." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.